Manufacturer narrative:
The service engineer (se) reported that the heated filter door was not seated correctly. The se removed the filter and reseated the filter, and ensured that the filter door was latched and tightened. The device then passed an extended self-test. It is unknown if the issue occurred while in clinical use. Multiple good faith efforts were performed to obtain further details regarding the patient context of use during this event; however, no response was provided.

Manufacturer narrative:
Additional information was received that the device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15dec2020.

Event description:
The customer reported a heater issue. There was no patient involvement.